Manufacturer narrative:
Visual inspection did not identify any abnormalities that could have contributed to the reported condition.

Event description:
It was reported that an unspecified access set leaked from the y-port hub. There was back up of fluid into the bottom of the tubing from the patient¿s access. The device contained lactated ringers. The set was used with an IV pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.